Event description:
It was reported that, that the shell, screw and insert were explanted due to loosening of the acetabular shell. The surgeon did not replace the stem, head or centralizer.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.